Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. The sample from the first patient resulted with a troponin t value of 37.78 pg/ml accompanied by a data flag. This value was reported outside of the laboratory. The sample was repeated, resulting with a value of 6.27 pg/ml. The sample was also repeated at another site, resulting with a value of 6.27 pg/ml. An additional value of 7.0 pg/ml was also provided for this sample, but it is unknown if this is another repeat value or if it was only an approximation of one of the repeat values already given. A clarification has been requested. The sample from the second patient initially resulted with a troponin t value of 30.50 pg/ml on (B)(6) 2019. The sample was repeated, resulting with a value of 4.37 pg/ml on (B)(6) 2019. It was asked, but it is not known if the initial result from this sample was reported outside of the laboratory. The sample from the third patient initially resulted with a troponin t value of 22.01 pg/ml on (B)(6) 2019. The sample was repeated, resulting with a value of 10.76 pg/ml on (B)(6) 2019. It was asked, but it is not known if the initial result from this sample was reported outside of the laboratory. The troponin t reagent lot number was 34588801, with an expiration date of 31-dec-2019.

Manufacturer narrative:
The calibration failed twice on the morning of the event. The provided qc data shows qc was outside of acceptable range on the morning of the event but was acceptable at the time of the event. The alarm trace does not show an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
It was confirmed the 7.0 pg/ml value for the complained sample from the first patient was only an approximation of one of the repeat values already given. It was also confirmed that the initial results from the complained samples of patients 2 and 3 were reported outside of the laboratory.